Event description:
It was reported that the 9800 system would not boot for the final inspection after a preventive maintenance.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep 5/8: ordered and replaced hdd and reloaded cal files. The system operates as intended.